Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 250 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported was getting sick to their stomach and that they had high ketones. The patient was treated with intravenous therapy of fluid, and doctors monitored the ketones levels and gave a manual injection of insulin. The patient was released the next day. The pod was removed at the hospital and discarded.

Manufacturer narrative:
According to the complainant, the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.